Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 24 mg/dl. The customer was treated for the low blood glucose by paramedics. The customer stated that they had difficulty inserting their infusion sets. Customer had issues with blood at the site of insertion. The customer was assisted with the proper insertion technique. The customer did not return the product back for analysis.